Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 365 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the cannula deployed. No issues were found with the needle mechanism that would result in a failure for the cannula to insert into the infusion site. Although no issues were found with the needle mechanism, the exact cause of the reported event could not be determined. No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. Although no issues were observed, the exact cause of the failure to adhere could not be conclusively determined. The failure to adhere did not affect insulin delivery.